Event description:
It was reported that when using the bd pyxis¿ es server global search function was not working to find patients in different areas and unable to find patient information while searching. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to find patient information while searching. A technical support specialist dialed into the server and navigated to user roles, where multiple roles were displayed. Informed the customer to request the specific user role and to verify whether the role included permissions for global patient search, as well as to confirm the user's assigned area. The customer asked tss to provide guidance on which settings to review on the server, and tss walked the customer through the correct configuration. The customer then confirmed that the error had been identified, thanked tss for the assistance, and granted permission for case closure. The system functioned as intended after the technical support specialist troubleshot the device.